Manufacturer narrative:
Updated fields - b4, d8, d9,e1 (email), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. The battery is charged by the pcb power management board in the carddiosave. The the power management board is comprised of circuitry which provides power path control in order to automatically and seamlessly switch the system between ac power and dc power. The power management board provides a li-ion battery charger and the means to charge a battery pack in either of the two power slots from either of the two ac/dc bulk sources. The power path control applies/removes input power to the battery charger as well as selecting the source of the charger input power to be from any power slot or from the permanent ac/dc bulk supply. The power path control is also capable of selecting the destination of the charge current to be either of the two power slots. A microcontroller is provided on the power management board to manage power path operation, to acquire, through a/d conversion, system voltage/current information, communicate with the li-ion battery packs, control the li-ion battery charger. When a defect takes place in the power management board specifically to the circuitry that provides and manages the power path, the charging application of the power slots get affected and the system no longer charges the battery.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during pre use, the cardiosave intra-aortic balloon pump (iabp) unit will not charge in battery slot one. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.